Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction were identified during the device evaluation: cable flooding, imaging flooding, electrical contact corroded, and cable twisted a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cable scratch was due to degradation problem. The information obtained from this complaint and the investigation results did not lead us to identify the cause of the electrical contact corroded and imaging flooding. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 :(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject had scratched cable during reprocessing. There were no reports of patient involvement.